Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been complaining of pain around her pacemaker. The physician noted the device had migrated to the crease of the armpit and was causing significant pain with arm movement. The patient was brought to the ep lab to move the device to a more medial position and suture it down. The patient handled the procedure and was comfortable and stable before, during and after the procedure.

Event description:
It was reported that the patient had been complaining of pain around her pacemaker. The physician noted the device had migrated to the crease of the armpit and was causing significant pain with arm movement. The patient was brought to the electrophysiology lab on (B)(6) 2020 to move the device to a more medial position and suture it down. The patient handled the procedure and was comfortable and stable before, during and after the procedure.

Manufacturer narrative:
Correction: b5 should have included the procedure date and elaborated on the ep abbreviation.